Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The type of drug in the pump was unknown. The indication for use was spinal pain. It was reported that the patient¿s pump had flipped. The cause of the flipped pump was not reported. No symptoms were reported. There were no reported environmental/external/patient factors that may have led or contributed to the issue. There were no reported diagnostics/troubleshooting. The patient had been scheduled for pocket revision on (B)(6) 2016. No additional actions or interventions were reported. It was unknown when the event occurred. The patient¿s medical history was unknown. The patient¿s status was alive ¿ no injury. The issue was not resolved.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information received from the representative reported the cause of the flipped pump was not determined. The patient had pocket and pump segment catheter revision on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8781 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type catheter product ID 8781 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type catheter: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that in 2016 the patient's pump was flipping and got to the point where they were having extreme difficulty refilling it and would have to stick the patient over and over and they kept flipping the pump manually to the point where the patient felt she would vomit. The patient had revision surgery where they found the catheter was kinked so much from flipping there was literally nothing leaving the pump. Revision occurred on 2016-(B)(6). The patient also reported when she underwent the pump trial they were able to bring her pain level from 9 down to a 3. It was the first time the patient slept a couple hours straight in almost a decade. Since getting the pump implanted (2016 (B)(6)), the patient's pain level was at an 8 on a good day despite multiple titrations over the last two years. The patient reported they had system complications again but they checked it and said it was working and they switched the medication from morphine (unknown concentration and dose) to fentanyl (3,438 mcg/ml at 615 mcg/day) and bupivacaine (22.5 mg/ml at 4.025 mg/day) and said that would "really do the trick" but the patient was still not having desired therapeutic effect. The patient also tried using the personal therapy manager (ptm) programmer to give herself boluses but had no luck at all. They wanted to take the patient off her oral medications but she said she would rather go without the pump because at least the oral medications were helping. The patient's managing clinic was closing so on 2018 (B)(6) they decreased her dose by 30% in order to maximize time until her next refill and told her to go to the ER once she started having withdrawal symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.